Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 05/10/2016 and confirmed electrical noise; the red/white preamp card was replaced, resolving the plt flags and the high take off on the plt histogram. The beckman coulter internal identifier for this event is (B)(4).

Event description:
A field service engineer (fse) indicated that platelet (plt) 'r' (review) flags were recovered on a coulter lh 500 hematology analyzer, along with high take off on the plt histograms due to electrical noise. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.